Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumped open. It was reported that during preparation of the mitraclip delivery system (cds), the clip failed to unlock, the clip did not open. Troubleshooting was performed, the clip finally jumped open. The cds was not used. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficult to opens or closes (inability to open and clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.